Manufacturer narrative:
The insulin pump was received with blank display due to power connector electronic board not plugged in properly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display. Unit received cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a blank display. The customer¿s blood glucose level was 4 mmol/l. The battery was removed and no alarm occurred. The battery cap and battery compartment was okay. The insulin pump was not dropped. They inserted a new battery but the display did not return. They were asked to monitor their blood glucose, wait 2 hours, then reinsert a new battery, and call back if the display did not return.